Event description:
It was reported that the device was sensing noise on the ventricular lead, which led to inappropriate therapy. Ventricular lead impedance dropped as well. Lead insulation was believed to be damaged, therefore the lead was capped.